Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9734699, serial/lot #: unknown. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when the site tried to load discs into the navigation system at first the cd drive was unable to eject and then the cd drive was unable to read the discs. There was no patient involvement.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The manufacturer representative replaced the disc drive. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.